Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was noticed that the scale markings were missing with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when sampling an antibody, the hcw noticed the scale is removed at the top.

Event description:
It was reported that during use it was noticed that the scale markings were missing with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, translated from french to english: when sampling an antibody, the hcw noticed the scale is removed at the top.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality engineer for investigation. Upon inspecting the photo, the scale of the syringe barrel is observed to be incomplete, partially missing between the 10ml and 20ml marking. A device history review was performed for reported lot 1906256, finding one annotation related to this malfunction. During the marking process, an incident was detected in the marking machine related to barrels jamming in the equipment due to a failure in the transfer wheels, the jam resulting in the scale becoming partially erased. Once detected, the mechanical team repaired the failure and defective product was scrapped. It was determined the issue reported is related to this malfunction. H3 other text : see h.10.